Event description:
Customer reported to customer service that her power supply for her breast pump had exposed wires and she witnessed sparking.

Manufacturer narrative:
The customer was referred to an ordering source to purchase a replacement power supply for her breast pump by customer service. In a follow up with the customer she indicated the power cord has exposed wires right at the base of the transformer box. The customer stated she kept the cord plugged in at times when she wasn't using it. Customer also advised there were no injuries sustained as a result of the issue. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that it sparked, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.